Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had slowness in logging onto the medstations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the multiple stations were experiencing slowness during login. The issue appeared to have temporarily self-resolved on the monitored stations, with user authentication returning to normal response times. During the active issue, station logs showed the domain taking approximately 15 seconds to respond to ldap requests, indicating a timeout. A similar issue had been identified about a month earlier during troubleshooting, where kerberos traffic from the stations to one of the domain controllers was not whitelisted, and the customer also identified a different network block that produced the same behavior. A packet capture was not obtained prior to resolution, so the specific domain controller involved could not be confirmed; however, it was recommended to ensure all domain controllers were reachable from the stations for both ldap and kerberos traffic. Attempts to connect to or10 for troubleshooting timed out from the server, and it was noted that the device had not been rebooted in over 30 days, prompting a reboot request. The system functioned as intended after the technical support specialist inspected the issue.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had slowness in logging onto the medstations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had slowness in logging onto the medstations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.